Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibers are cracked, the objective frame is dented, the outer tube is dented, the light guide adapter is loose, and the video connector is cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is categorized as cause not established, as the investigation findings do not provide a definitive conclusion about the cause of the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use (during set up in room / before patient in room) the subject device had leak at base of paddle. There were no reports of patient involvement.